Event description:
Baxter reported "leakage from the silicone tube." The transfer set was 90 days old. A sample is available for evaluation. There was no patient injury or medical intervention associated with this incident per baxter.